Event description:
It was reported that the extensions were broken at the dbs (deep brain stimulation) lead connection. Both extensions were replaced. The patient status after replacement was reported as "controlled".